Event description:
Olympus was informed that there were multiple pts infected with an unspecified bacteria that was traced back to using the duodenovideoscope. The duodenovideoscope was reprocessed using cidex opa with an automated endoscope reprocessor. There was no reported issue with reprocessing of the duodenovideoscope and no reports of obstructions or difficulty passing the cleaning brush through the duodenovideoscope. Prior to this event, the duodenovideoscope had not been used since (B)(6) 2013. Olympus contacted the user facility to obtain more detailed info regarding the report and was informed that there were 20 plus pts infected with the unspecified bacteria. The same bacteria was said to have been isolated from the duodenovideoscope. However, there was no further info provided.

Manufacturer narrative:
The device referenced in this report has been sterilized and was returned to olympus for eval. The instrument channel was examined using a borescope and rigid telescope and slight white substances and debris was found in the instrument channels, channel mount, and cylinder unit. The distal end plastic cover was cracked with nicks and dents. The device failed the leak test, as leak was detected from the seam of the control body unit and at the distal end. The bending section glue was cracked. As part of our investigation into this report, an olympus endoscopy support specialist has been dispatched to the user facility to reassess the reprocessing practices. The exact cause of user's report could not be conclusively determined at this time, however, insufficient reprocessing of the device could not be ruled out as a contributory factor to the reported event. This report will be supplemented if add'l info becomes available at a later time.